Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid coronary artery. A 4.00 x 38mm synergy stent was advanced but failed to cross the lesion. The device was attempted to be removed; however, the stent caught up with the guide catheter and was unable to be removed. The stent was noted to be in an accordioned fashion. The devices were removed as a unit and the procedure was completed with a 4x23mm non-bsc stent. No patient complications were reported and the patient' status was good.